Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. The 22nd and 23rd distal stent wraps were deformed with struts raised and overlapping.the inner lumen patency was verified with a 0.015 inch mandrel. The distal tip was flared.

Event description:
It was intended to use a resolute integrity drug eluting stent to treat a moderately tortuous, severely calcified distal rca lesion exhibiting 80% stenosis. The lesion was pre-dilated. There was no damage noted to packaging or issues noted when removing the device from the hoop. The device was inspected and prepped with no issues notice. There was no resistance noted when loading the device through the 6fr guide catheter however resistance was felt when advancing the device to the lesion. The device did not pass through a previously-deployed stent. It is reported that the stent failed to cross the lesion and resistance was felt when it was being removed from the body. It is indicated that this may have been due to the calcium in the vessel or the tip of the guide catheter; resistance was noted when withdrawing the device through the guide catheter. It was reported that force was used when removing the device and after removal, it was noted that the stent was damaged. The procedure was completed using a resolute integrity 4.0x18mm stent. There is no patient injury.